Manufacturer narrative:
.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and excessive no delivery tests. The device alarmed motor error during occlusion test due to moisture damage on the force sensor resistor. No motor position encoder error alarms noted. The motor was tested outside of the device and it passed. The following cosmetic damage was noted on the device: cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube lip, minor scratches on the battery tube threads, and cracked display window.

Event description:
The customer's mother reported via phone call, the insulin pump had alarmed motor error and the customer has reverted to back up plan. Customer's mother reported the customer's blood glucose as good, and didn't provide a numerical value. The insulin pump alarmed no delivery during prime. Customer changed the tubing and the device was corrected. The customer's mother was advised the device needed to be replaced. Customer agreed to return the device for analysis.